Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the unit suddenly shut down due to the main board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit spontaneously shut down on two occasions in the middle of an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the event occurred due to a faulty main board. The specific root cause of this faulty main board could not be determined at this time. Olympus will continue to monitor field performance for this device.